Event description:
It was reported the patient had steralock plates, screws and wire implanted for about a month. The patient had a coughing fit, some of the screws pulled loose. A revision surgery was performed where the plates, screws and wires were removed. It was noted from the CT scan, the construct was still fixed to the right side of the sternum, detached on the left side, all screws still intact and all wires broke.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.